Event description:
Additional information was received indicating that lead dislodgment was suspected and that the lead was explanted.

Event description:
During remote follow-up, decreased pacing impedance and oversensing of noise were observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.